Manufacturer narrative:
Evaluation summary: there was no harm caused by this problem to the patient; the device remains in the eye. No data regarding product identity was received, therefore, the device history record (DHR) could not be reviewed. Product iris touch and disposition can be a result of the initial position of the device by the surgeon. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a glaucoma filtration deice implantation, the shunt is touching the iris. The patient experienced postoperative hypotony one week following the procedure. The shunt remains implanted.